Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose and wanted to troubleshoot the insulin pump. The blood glucose reading was 400mg/dl, and he was treated with a bolus of 5.6 units. The nurse stated that the doctor checked the device and it seems the device was working fine. The nurse stated that they will call back if the problem continues. No further information was provided.